Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately eleven years of implantation. The investigation could not verify or identify any evidence of product error/ contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
Patient was revised to address poly wear and osteolysis.